Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose was 280 mg/dl. The customer did not recall any significant events leading up to the alarm. Troubleshooting was done. The customer was unable to complete the rewind sequence. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.